Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to difficult insertion of electrode during initial surgery. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 02, 2024.